Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 400 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device passed the rewind test, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus, basal delivery and encoder signal out error alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. The device was received with cracked case at the display window corners, cracked display window, broken belt clip slot, minor scratched display window and scratched case.